Event description:
It was reported that via a remote transmission, the ventricular lead exhibited noise. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.